Manufacturer narrative:
Investigation results: device analysis: the device was returned for analysis. Visual and microscope inspections revealed that the sheath assembly was kinked, catheter twisting was observed, and imaging window ripples were present. An imaging core windup and a broken drive and coaxial cable were identified, beginning 27 cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal end of the catheter. The sheath of the unit was cut a few centimeters below the severe kink to allow inspection of the other end of the broken imaging core. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Conclusion: this investigation has been assigned an investigation conclusion code of failure to follow instructions. The observed twisting and imaging window ripples are consistent with advancing the device while rotating. According to the instructions for use, the motor drive unit, which provides the rotation, should remain off during insertion.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion; however, imaging could not be interpreted due to a blackout image. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the catheter was twisted, and the imaging window was rippled.